Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin, and there were several cuts noted in the insulation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that when implanting this right ventricular (rv) lead, the lead was fixated into the septum, but the helix of this lead was repositioned as the data was not satisfactory. The helix was retracted but it would not extend easily. The lead was further manipulated. The lead was measured with the pacing system analyzer (psa), but noise was seen thus a lead fracture was alleged. Thus a new lead was used. Upon taking this lead outside the body there was a damage on coating on the outer membrane. The lead will be returned. No adverse patient effects were reported.